Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 24.8cm distal from the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for five days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon burst.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported and the patient's status was good.